Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and tortuous left anterior descending (lad) artery. Upon inflation, the physician observed that the maverick2 monorail balloon appeared to have indentations and ruptured at 10 atms. The number of inflations and to what atms in unknown. The procedure was completed with another device. No patient injuries or complications were reported. The patient's status is reported as "good".